Event description:
It was reported that the back of the haptic lens got caught on the metal injector and ripped off. The lens was removed, and another lens was implanted.

Manufacturer narrative:
Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factors may have cause or contributed to the damaged haptic is but is not limited to: loading strategy; lens placement technique; accessory device support; poor handling during folding and inserting. Risk assessment has been reviewed within the technical file for hydrophobic lens. Risk assessment identifies failed injection or damaged haptics to potentially be caused by the lens being improperly loaded such that optic is bent or haptics are under compression. This is seen as minor severity of damage that may result in temporary injury or disability which requires no additional surgical intervention. The likelihood of occurrence is occasional the resulting risk is deemed acceptable. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release.